Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms no delivery alarms noted. Device received with cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed no delivery alarm. Customer's blood glucose was unknown. Customer had changed reservoir s and sets and device alarmed no delivery alarm. Customer called back and mentioned that the insulin was dripping at the end of the tubing. Occlusion alarms were recurring. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.